Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a defective mixing pump in an arctic sun device.per review of wo on 16jan2025, there was no patient involvement.per follow up information received via mail on 16jan2025, device would be repaired in the hospital by medtech.

Event description:
It was reported that there was a defective mixing pump in an arctic sun device. Per review of wo on 16jan2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter zip code that is provided is (B)(6). The complete facility name that is provided is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.